Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within spec range. No failed battery test alarms noted after battery insertion, however, corroded battery tube was noted. Cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed failed battery test. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.